Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to ketones and high blood glucose. Troubleshooting could not be performed as caller did not have the insulin pump with her at time of call. The mother stated that the customer was disconnected from the insulin pump the day of the event, and the health care provided requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.